Manufacturer narrative:
G4: 26mar2020, b4: 27mar2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The customer was given a quote, but the customer did not accept the quote and chose to not have the device serviced by philips at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/02/2019.

Event description:
The customer reported a ventilator that failed a performance verification test (heated filter back pressure out of range). There was no patient involvement or harm.